Manufacturer narrative:
Establishment name: tandem address ¿ line 1: 11045 roselle street address ¿ line 2: suite 200 city: san diego state, province or territory: ca post office or zip code: 92121 country: united states of america. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced adhesive issues with two infusion sets on (B)(6) 2026. The infusion set was accidentally pulled out during use due to tubing catching on something or pump falling.